Manufacturer narrative:
Details of complaint: on 5/22/2019 customer stated their gz transmitters went down on 5/21/2019. The entire network went down for 5 minutes and came back up. Customer was unable to provide additional information. Customer later called to report the same rooms (18, 19 and 20 on the 6th floor) were still down. The issue started late night on 5/21/2019. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: on 5/23/19, customer reported gz-130pa, sn (B)(6) on ticket 59444 and two others were showing intermittent to constant "comm loss". The other two devices are under the following tickets: sn (B)(6) on ticket 59443 and sn (B)(6) on 59442. These transmitters stayed in the room they're assigned and never leave those designated areas. Nk ts explained to customer that it's likely wireless coverage issue since it is occurring on more than one gz devices. The issues were reported to be isolated in rooms 18, 19 and 20 on the 6th floor. Thus, issues for serial numbers (B)(6) under tickets 59444, 59443, 59442, respectively, were the same issues reported under the original ticket 59342. Hospital it believes the server settings are incorrect. As of 5/30/2019, nk tech support and server group are investigating the issue. Investigation conclusion: although the root cause could not be determined, the issue has since been resolved with a new server. The issue was not related to individual patient monitoring devices, but rather networking related. Since the issue has not re-occurred, no CAPA is required. The following fields are not applicable (na) to the MDR report: d4 lot # & expiration date. Additional information: b4. Date of this report. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. Corrected information: (B)(6).

Event description:
It was reported that the central nurse's station (cns) went into comm loss in the entire hospital. No consequence or impact to the patients were reported.

Manufacturer narrative:
It was reported that the central nurse's station (cns) went into comm loss in the entire hospital. No consequence or impact to the patients were reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the central nurse's station (cns) went into comm loss in the entire hospital. No consequence or impact to the patients were reported.